Manufacturer narrative:
This MDR is the second follow up for MDR 1314492-2015-10104. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the reported over infusion which was not reproduced. The device was tested at the recommended preventative maintenance parameters (20ml at 40ml/hr) as well as at two non-bolus rates associated with the alleged over-infusion event (16.7ml at 16.7ml/hr and 33.3ml at 33.3ml/hr). Each test case was performed three times with passing results for all nine tests. The device was found to function as designed with relation to the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/I